Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer spilled coffee on the pump. Subsequently, an altitude alarm occurred. There was no impact to the customer's blood glucose level. The customer was unable to clear the alarm. Reportedly, the customer had insulin pens available as alternate insulin therapy.